Manufacturer narrative:
Additional information received: the thrombus in the popliteal artery was reported as resolved on week after onset. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received: the site clarified that the left femoral artery thrombus is considered possibly related to the bifurcated stent graft (esbf3114c103ee) and not related to the contralateral limb. The contralateral limb was reported in error previously. The rationale for considering the left femoral artery thrombus as possibly related to the bifurcated stent graft (esbf3114c103ee) is that the femoral artery thrombosis may be associated with the thrombus located in the main body of the device esbf3114c103ee. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received ; it was reported that a thrombus was identified in the right popliteal artery two days after thrombectomy of the left femoral artery. The patient underwent popliteal thrombectomy the following day and recovered six days later. The site assessed the right popliteal thrombus as possibly related to the study device and index procedure, and not related to an underlying condition or disease. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e tlw1620c124ee, serial/lot #: (B)(6), ubd: 19-aug-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted as part of a post-market clinical study on (B)(6) 2024. The following devices were placed: esbf3214c103ee (B)(6), main body graft; etlw1620c124ee (B)(6) in the left iliac artery; and etlw1620c124ee (B)(6) in the right iliac artery. It was reported that a cta performed approximately 1 year post-index procedure, identified intraluminal thrombus within the main body stent graft esbf3214c103ee, along with left femoral artery thrombus associated with the etlw1620c124ee (B)(6) limb stent graft. The patient was hospitalised 15 days later and underwent femoral thrombectomy. The left femoral thrombus was noted as resolved 9 days later. There is no report of intervention performed to treat the intraluminal thrombus within the esbf3214c103ee stent graft. The outcome of this event is noted as not recovered/not resolved. The site assessed the left femoral artery thrombus as possibly related to the study device, index procedure, and not related to an underlying condition/disease. The intraluminal thrombus was assessed by the site as causally related to the device and index procedure, and not related to an underlying condition or disease. No additional sequelae were reported and the patient will be monitored.